Event description:
Dealer states that the recall joystick will not power off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.